Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where therapy was exhausted after six shocks, however the arrhythmia did not convert. The patient did not pass out, however he was admitted to the hospital. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had been prescribed some medication changes. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where therapy was exhausted after six shocks, however the arrhythmia did not convert. The patient did not pass out, however he was admitted to the hospital. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.